Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information in relation to an everflo oxygen concentrator. The user alleges the sieve blown, red light alarm with low o2. The user is requesting repair parts. The user returned only the sieve canister. There is no allegation of patient harm or serious injury. There is no report of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in relation to an everflo oxygen concentrator. The user alleges the sieve blown, red light alarm with low o2. The user is requesting repair parts. The user returned only the sieve canister. There is no allegation of patient harm or serious injury. There is no report of medical intervention. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.